Event description:
Patient with laparoscopic ventral hernia repair. Thunderbeat electrosurgical device used during case. Device needed to dissect tissue close to skin inside the abdomen. Tech hand on abdomen, felt heat through the skin. Physician stopped using device. Small dime sized reddened area/burn noted on abdomen when done with case.